Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2010-04017, 3005099803-2010-04019, and 3005099803-2010-04020 address the other devices. It was reported to boston scientific corporation that two rf 3000 radiofrequency generators and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure of the leg performed on (B)(6) 2010. According to the complainant, the first generator was used to ablate the leg tumor following the appropriate electrode algorithm of a 1 watt power increase per minute. The impedance increased towards roll-off on each of three ablation attempts without error. However, the physician reported there was no indication that the area had been successfully treated. The soloist electrode was repositioned and the generator was reset then set to 70% of the maximum power, but the physician was still uncertain if the ablation had occurred. A second rf 3000 radiofrequency generator ((B)(4)) was obtained and used with a new soloist electrode, but the same issue recurred. The impedance increased towards roll-off without error, but the ablation did not appear to occur. The procedure was not completed due to this event. The account later reported that in a few instances, while performing the ablation, the generator displayed an error. There were no patient complications reported as a result of this event. On (B)(6) 2010, the physician reported that the tumor had been reduced by approximately 70%. Additionally, the patient no longer has leg pain that was experienced prior to having the ablation.

Manufacturer narrative:
Patient identifier is unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).